Manufacturer narrative:
The reported event was infection. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).the cause of infection could not be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28145. It was reported that the patient presented to the hospital on (B)(6) 2021 with signs of infection. The implantable cardioverter defibrillator (ICD) and the left ventricular (lv) lead were explanted on (B)(6) 2021 due to infection. The patient was in stable condition.